Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of damage to the wire guide coating. The device was returned with damage to the wire guide coating from 3.2 cm to 13.5 cm from the distal tip. The core wire was fully exposed from 3.2 cm to 8.7 cm and partially exposed from 8.7 cm to 13.5 cm. Approximately 74.0 cm to 74.5 cm from the distal end is also a section of bare core wire exposed. The wire guide has no kinks, but a few rough surfaces are found throughout the entire length of the wire guide. The condition of the returned device confirms that a section of wire guide coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. While introducing the wire guide to the biliary duct, it did not slide. The physician decided to remove the guidewire and observed it was without covering [coating]. The procedure was completed with another wire guide. Additional information was received on 17feb2020 noting that a segment of the coating, was separated from the guide and it was inside the patient's bile duct which was later removed without any problem. A section of the device did not remain inside the patient¿s body. The patient required removal of the coating material due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of damage to the wire guide coating. The device was returned with damage to the wire guide coating from 3.2cm to 13.5cm from the distal tip. The core wire was fully exposed from 3.2cm to 8.7cm and partially exposed from 8.7cm to 13.5cm. Approximately 74.0cm to 74.5cm from the distal end is also a section of bare core wire exposed. The wire guide has no kinks, but a few rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. While introducing the wire guide to the biliary duct, it did not slide. The physician decided to remove the guidewire and observed it was without covering [coating]. The procedure was completed with another wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.